Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately two days post filter deployment, the patient was presented with shortness of breath and chest pain. Subsequent CT revealed, possible hyper dense clot from a pulmonary embolism due to a large clot in the distal aspect of the right main pulmonary artery. Therefore, the investigation is inconclusive for the alleged perforation of the ivc and filter tilt as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 06/2014).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, struts perforated and embedded in wall of the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, struts perforated and embedded in wall of the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, two days post-deployment, the patient was presented with shortness of breath and chest pain. Subsequent CT revealed, possible hyperdense clot from a pulmonary embolism due to a large clot in the distal aspect of the right main pulmonary artery. Around six years and five months later, a computed tomography of abdomen and pelvis was performed which showed that the filter was noted at inferior l2 to l3-l4 interspace. Migration was unlikely based on the imaging study. There was a significant tilt was noted to the left with 20 degrees tilt to the left indicated in the coronal plane and 10 degrees in the sagittal plane. A grade iii perforation was noted with a ventral strut extending 10 mm outside the cava wall and abutting the duodenum. A left lateral strut extends into 9 mm outside the cava wall abutting the aorta. Therefore, the investigation is confirmed for filter tilt and perforation of the inferior vena cava (ivc). Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6,d4(expiry date: 06/2014),g3,h6(conclusion). H11: h6(method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.